Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.3, reference: 2.8, mean: 3.55, confidence limits: 2.0-5.0; 4.3, 4.0, 4.15, 2.4-6.1. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. This complaint will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 4.3, lab: 2.8; ng, 4.3, 4.0.